Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia, seizures on (B)(6) 2020. Customer was unconscious. The customer blood glucose level was below 20 mg/dl at the time of hospitalized. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer did not allege the insulin was over delivering. The customer was treated with intravenous glucose and food. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump received with serial number label fading, scratched case and pillowing keypad overlay. The following analysis summary relates to recent testing of pumps performed as part of litigation. This additional testing is being added as a supplement to the original test results noted above. Visual inspection: verify if the pump has any cosmetic damage (yes or no): yes. If yes, location of the damage (i.e., display screen): cracked retainer ring, debris on the retainer ring, minor scratched display window, scratched case, faded/stained/peeling serial number label, scratched keypad overlay, pillowing keypad overlay, stained keypad overlay. Pump was received without original battery cap. Pump received with no battery installed. Retainer ring color (black or clear): clear. Is the retainer ring connected to the case (yes or no): yes. Is the retainer ring intact (yes or no): yes. If no, describe the condition: n/a. Verify if the reservoir locks in place? (Yes or no): yes. Test appendix: ngp 1. Pump self test = ok - pass. 2. Sleep current measurement = 0.64 ma ok - pass. 3. Active current measurement (benchmark elec.) = 187 ma ok - pass. 4. Active current measurement (jabil elec.) = n/a ma. 5. Rewind = ok - pass. 6. Seating = ok - pass. 7. Basic occlusion test = ok - pass. 8. Force sensor test = 2.75 lbs. Ok - pass. 9. Occlusion test = 2.7 units ok - pass. 10. Displacement test = 0.03500 in. Ok - pass. 11 lcd function test = ok - pass. 11. Displacement accuracy test = 0.08715 ln. Ok - pass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with serial number label fading, scratched case and pillowing keypad overlay. (B)(4).